Event description:
It was reported that during a percutaneous coronary intervention procedure, the catheter "locked on the guide wire". The lesion being treated was located in the moderately tortuous saphenous vein graft. A 20mm x 3.75mm nc quantum apex balloon catheter was advanced over the unspecified guide wire for post dilation of a drug-eluting stent that had been placed within the graft however, the nc quantum apex balloon catheter "locked on the guide wire". The guide wire and balloon catheter were removed as a unit. The vessel was re-wired and the stent was post dilated with another of the same balloon. No complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the catheter "locked on the guide wire." The lesion being treated was located in the moderately tortuous saphenous vein graft. A 20mm x 3.75mm nc quantum apex balloon catheter was advanced over the unspecified guide wire for post dilation of a drug-eluting stent that had been placed within the graft however, the nc quantum apex balloon catheter "locked on the guide wire." The guide wire and balloon catheter were removed as a unit. The vessel was re-wired and the stent was post dilated with another of the same balloon. No complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with an identified guidewire. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The outer diameter of the returned guidewire is consistent with a .014" guidewire. The inner diameter (ID) of the inner shaft was measured at both ends and is within specification. Functional testing was performed by loading the guidewire into the distal tip of the catheter and completely advancing through the wire lumen without encountering any unusual resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).